Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient or someone with the patient claimed the ins was moved from one side to the other because it wasn¿t functioning properly. The patient was unable to clarify about this event, what wasn¿t working or why it was moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.